Event description:
It was reported that the patient's atrial and right ventricular leadless pacemakers failed to be interrogated via conductive telemetry. No further information was provided.

Event description:
New information received notes that the issue was resolved. The issue was noted to be caused by following interrogation steps in the incorrect order.